Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 250 mg/dl compared to readings of 50 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of seizures and a loss of consciousness. They were initially able to self-treat by consuming sweets and juice; however, they were taken to the hospital where an hcp provided intravenous glucose as treatment for the diagnosis of hypoglycemia. The customer remained in the hospital for three days. There was no report of death or permanent impairment associated with this event.